Event description:
Boston scientific received information that the patient has some episodes with noise on right atrial (ra) channel. No inadequate therapy or asystole were reported. Lead revision was performed and visual inspection noted insulation issues on the ra and right ventricular (rv) leads. Also, a high impedance and threshold measurements were observed on ra lead. Additional information was received confirming that ra lead impedance measurements peaked as high as 1200 ohms but not greater than 2000 ohms. The device remains in service and both rv and ra were explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed multiple sites of insulation abrasions or damage noted within the pocket area. The lead was returned severed 54 millimeters from the terminal pin. Two segments were returned. The conductor coil in the tip segment was extremely stretched and laser extraction damage was noted in the tip insulation. There was also bond separation at the distal end of the tip anode electrode and the neck insulation. A continuity test was performed to assess electrical performance, which the lead did not pass. Detailed analysis noted insulation abrasion through the anode conductor coil 71-78 and 81-87 millimeters (mm) from the terminal pin, most likely due to lead-on-can contact with some type of compressive movement. The lead¿s cathode conductor coil was fractured approximately 325-433 mm from the tip, which appeared to be consistent with a fatigue fracture. The type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-can and lead-on-lead contact, coupled with some type of compressive movement. The reported right atrial (ra) lead high impedance and threshold measurements were likely the result of the lead damage observed by the laboratory.